Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) exhibited high out-of-range pacing impedances measuring, greater than 2000 ohms. Additionally, a chest x-ray was performed and confirmed the ra lead had a fracture. Subsequently, the ICD was explanted and replaced successfully and the ra lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.